Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the returned product confirmed the reported event as the tibial bearing trial was found to be fractured on the posterior side. Analysis of the fracture surface determined that the fracture is consistent with an overload fracture. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device had an approximate field age of 7 years with an unknown number of uses. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured while trialing final implants. It was noted that the surgeon retrieved the broken piece and continued with the trial process with no added time or impact to the patient.